Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of lo (less than 40 mg/dl) while wearing the adc freestyle libre 2 sensor compared to the built-in meter. On (B)(6) 2021, the customer was provided "recovered" several times by the parents based on the lo scan and experienced a headache and abdominal pain. The customer was brought to the hospital where a scan of lo compared to an hcp glucose scan of 326 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer was provided an injection of insulin (dose unknown) for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury.